Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 aortic valve implanted for 2 year and 2 months had a pseudoaneurysm of his annulus. The patient had increasing shortness of breath and fatigue with severe perivalvular leak. A proctor review stated, "the only percutaneous option one may try is to deploy a coil, preferably from the left ventricle side (where the perivalvular leak is) as it will be more likely to fix the perivalvular leak. Unfortunately, it won't be easy from the left ventricle. Otherwise they may try going through the open cells of the sapien 3, getting access to the left sinus and then the pseudoaneurysm. A plug seems not feasible. Otherwise, surgery."

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl could not be determined; however, the event could be related to the mechanisms described above. Per the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. A pseudoaneurysm is a contained rupture of the myocardial wall. Typically, pseudoaneurysms will have to-and-fro blood flow into a cavity contained by pericardium, thrombus, or adhesions. Some pseudoaneurysms are harmless and go away on their own. Others are more serious. If they rupture, they can cause serious complications or death. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pseudoaneurysm could not be determined; however, patient factors and/or procedural factors not provided may have contributed to this post procedure event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.